Event description:
It was reported that the customer has not received their carelink usb. Customer declined carelink assistance since she does not have her computer. Customer reported being hospitalized for low blood glucose levels on (B)(6) 2014. Customer stated that she is also pregnant. Customer's blood glucose levels have been changing during the pregnancy. Customer stated that she is unsure what caused the low blood glucose level. Customer stated that the ambulance was called. Customer declined troubleshooting at the time of the call. Customer also had a lot of calibration errors. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-64280.